Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a resolute integrity rx coronary drug eluting stent was implanted approximately 90 days past its expiration date . No information on patient requiring further treatment. The monitoring of expired product is managed by the hospital through consignment and current process is inventory being monitored by globo and medtronic.